Event description:
Summons and complaint states that six days following inguinal hernia repair, pt developed infection which, over extended course of time, required add'l medical intervention consisting of wound debridement, dressing changes, suture removal, antibiotic therapy, steroidal injections and re-op to remove suture granuloma. Co's internal control number is: 9600597-00.